Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 423 mg/dl. The customer was treated with insulin pen. The customer stated that the pump is burning through batteries really quickly. The customer was advised to clean battery cap with dry cotton swab. The customer was advised to use (B)(6) aaa alkaline battery. The customer was instructed to wait 5 seconds before inserting new battery. The customer was advised that we will ship a replacement battery cap and monitor the problem.